Event description:
It was reported by the customer that a pyxis cii safe system remote manager experienced intermittent failures, preventing users from accessing medications. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, the staff was already aware of intermittent issue and was able to immediately use the key to manually access the medications stored in the refrigerator. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager experienced intermittent failures. The field service engineer replaced the pcba once more, upgrading to latest part number. Additionally, the engineer reinstalled the remote manager housing to ensure a perfect fit of hasp into latch. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.